Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The device was returned unrepaired at the request of the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the communication between the processor and the camera head became impossible due to electrical contact corrosion of the video connector, dirt on the electrical contacts, or foreign matter adhesion. The following is stated in the instructions for use which may prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus the device displayed a weak picture. The reported problem was found during reprocessing of the equipment by the customer. No patient involvement or injury was reported. No additional information has been obtained.